Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking at the cartridge rubber stopper during a supply change and subsequently experienced elevated blood glucose throughout the day; the user filled the cartridge fully, completed the change, and later replaced the cartridge and supplies after guidance, with glucose later trending to 102 mg/dl. Symptoms included feeling unwell. Outcomes included transient hyperglycemia without medical intervention, ketone testing, or use of backup therapy. Investigation included user counseling to replace the cartridge and infusion set and monitoring of glucose trends via cgm. Investigation of this case revealed a suspected cartridge leak at the stopper leading to underdelivery of insulin and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a user-device interface issue related to cartridge integrity at the stopper, potentially due to handling during fill or installation.